Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified atrioventricular branch artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon the first inflation. Furthermore, a pinhole was noted at the proximal side of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination of the hypotube found multiple kinks along the shaft. No kinks or damages on the shaft polymer. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. The pinhole was located in the balloon material at the distal edge of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, and a pinhole was identified in the balloon material 1 mm distal to the proximal marker band when inflated to its rated burst pressure of 12 atmospheres. The encore device was verified before and after use with the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified atrioventricular branch artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon the first inflation. Furthermore, a pinhole was noted at the proximal side of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.